Event description:
Pt had oozing and purulent drainage from the site. Zithromax z-pak was administered. Reporter stated the pt was allergic to latex, however there is no latex in the subject device. One pt involved.